Event description:
It was reported that, "after reaming the scrub tech removed the reamer, and the handle froze up and would not close."

Manufacturer narrative:
Evaluation summary - the result of the investigation indicates that the acetabular reamer handle is jammed with debris, which prevents the locking sleeve from retracting fully. The debris was likely not removed during sterilization as the design of the instrument permitted debris to become trapped inside the collar of the instrument. Change to the design of the collar was implemented on 4/8/03 to an ez clean feature. The instrument referenced in this investigation was manufactured prior to the design change.